Event description:
The customer reported that the suspect device was not storing blood glucose values correctly. The customer used the suspect device and obtained result of 153 mg/dl. The result was saved in the suspect device's memory as 665 mg/dl.